Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem camera was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers. Based on the results of the investigation, a definitive root cause could not be identified but the most probable root cause of the image flicker was faulty cable, which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified therapeutic procedure. The procedure was completed.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head exhibited an issue of insufficient light. There was no report of any patient harm.